Event description:
Reference number (B)(4). Event occurred in singpore. It was reported that the patient faced insulin flow block event on (B)(6) 2026. Insulin does not exit and resistance was felt through the tubing using the plunger. The blockage was in the tubing. No further information available.